Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection found small dents in the case over the hybrid area from the explant procedure. Based on the memory log it appears the device was functioning normal while implanted.

Event description:
Boston scientific received information that this device was returned to allow for reliability analysis. No adverse patient effects were reported.